Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were cases where the temperature would suddenly drop or not reach around 37 during ope in the foley catheter. The same event has occurred several times in the past. The representative has confirmed 2 unopened products from the same lot number.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿sensor wire too weak¿. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use (9) when catheter with temperature-sensing is used, connect lead wire to monitor with relay cable. (10) secure drainage tube to bed sheet with clip to ensure that there is neither twist nor kink in the tube. (14) do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. (15) when endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. (16) do not wet the lead wire and the junction with extension cable. (17) this device is compatible only with monitors requiring ysi 400-series type temperature probes." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there were cases where the temperature would suddenly drop or not reach around 37 during ope in the foley catheter. The same event has occurred several times in the past. The representative has confirmed 2 unopened products from the same lot number.

Manufacturer narrative:
The reported event was unconfirmed. Photo: received (2) photo samples. All photo samples showcase an overview of the unopened lubri-sil ic pouch. Received 1 lubri-sil ic pouch, visual inspection noted. Microscopic visual observation: catheter was viewed under evo microscope. There were damages noted to the catheter silicone or the thermistor wire. Gross visual evaluation: there were no defects were noted. The catheter was placed in a water bath and attached to a kilo device to display the temperature. With the water bath set to 37 degrees the displayed temperature fluctuated between 35.0 and 37.0 degrees celsius every few minutes over a 20-minute time period. Equipment type: bard criticore monitor; model number: 000002n; monitor serial number: (B)(6); cal date: n/a; cal due: n/a. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there were cases where the temperature would suddenly drop or not reach around 37 during ope in the foley catheter. The same event has occurred several times in the past. The representative has confirmed 2 unopened products from the same lot number.